Manufacturer narrative:
Additional codes for section h6: diarrhea e1008, nausea e1020, tachycardia e060109, fever e230101, hypotension e2321, fatigue e2312, malaise e020204, multiple organ dysfunction syndrome e2342. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for influenza, urinary tract infection (uti), pseudomonas, bacteremia, and driveline infection on (B)(6) 2026. The patient reported on admission that they had been experiencing symptoms for about 2 weeks prior to hospital admission. The blood cultures and driveline drainage sample were positive for pseudomonas aeruginosa. They initially presented with nausea and diarrhea, tachycardia, fever, and hypotension. The patient's diarrhea resolved after admission and mostly experienced general malaise/fatigue. The driveline infection was chronic but acutely worsened and required an incision and drainage on (B)(6) 2026. The infections were treated with IV vancomycin and zosyn as well as tamiflu for the influenza. The early morning of (B)(6) 2026, the patient had a catastrophic brain bleed with cerebral herniation. Inr was supratherapeutic due to his acute illness (and presumably his liver dysfunction, evidenced by elevated liver enzymes). The patient was pronounced brain dead on (B)(6) 2026 but was qualified as an organ donor. The patient remained on ventricular assist device (vad) support until the time of aortic cross clamp and pump was stopped on (B)(6) 2026. No autopsy was performed and implant remained in the heart. The device operated as expected, and the death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, arrhythmia, hepatic dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists infection and arrhythmia as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU and patient handbook. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.